Manufacturer narrative:
The reported event of infection cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient's leads were removed at the end of a five day trial. The site showed signs of infection and the patient was given antibiotics.

Event description:
It was reported the patient's infection was resolved.